Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event after over administering insulin to bring down high readings on her blood glucose meter. The event was remedied by administering food and drink. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.